Event description:
It was reported at the beginning of a therapeutic endoluminal uretero-lithectomy, when about to start surgery, an open flame from where fibers connects to connector was observed. According to the reporter, the flame then stood straight out (about 5 cm) from the fiber's plastic sleeve. The staff quickly took some paper towels that were on the instrument table and closed them around the flame, and was then extinguished. The laser device did not shutdown during the fire and the staff did not restart the device. There was an unspecified delay, awhile, until the staff realized what was going on. The fiber was replaced and the intended procedure was completed with a similar device. There was no patient harm , no user injury reported as a result of the event. This report is related to a report with patient identifier (B)(6) (laser system with model and serial number (B)(4), serial (B)(4) laser system used with this fiber ).

Manufacturer narrative:
The subject device was not returned for evaluation however, photo of the device (damaged fiber) was provided. Supplemental report(s) will be submitted should any relevant new information is available and or received. The investigation is ongoing. This report will be supplemented accordingly following investigation.